Event description:
A medtronic representative reported that during a spine surgery, the system control unit (scu) kept re-starting. During the re-cycle, there displayed a red x and the system would not navigate. He turned the system off and on and check all the connections going into the camera and scu, with no change experienced. The surgeon completed the procedure with the use of navigation. There was no negative impact to the patient reported.

Manufacturer narrative:
The patient weight is not available from the site. Rmas issued. The system camera was returned to the site and when connected to known good system and allowed to run for 24 hours, the system control unit (scu) did not cycle. The scu performed as expected; no problem found. The camera cable, returned (B)(4) 2012, was found to be in good condition with no damage to the cable or connectors. The cable passed a continuity test with no opens or shorts detected. No problem found. The usb cable, returned (B)(4) 2012, was found to be in good condition with no damage to the cable or connectors. The cable passed a continuity test with no opens or shorts detected. No problem found. Computer, returned on (B)(4) 2012, found to have a loose connection/connector. System not posting/booting fully, re-seated ram and system boots normally. Computer upgraded, replaced all parts and camera is working properly.